Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the deployment of a 29 mm sapien 3 valve by tf approach, there was a leakage of the catheter at the level of the balloon. It was not possible to deploy the valve and finally the system with the valve crimped on it was retrieved. A new sheath was positioned and a new valve was implanted with success. There was no consequence for the patient. The patient's aorta was very tortuous.

Manufacturer narrative:
The sheath and delivery system were returned to edwards for evaluation. The delivery system was inserted through the sheath, and the thv was still crimped on the inflation balloon. The delivery system was visually inspected and a kink was present on the balloon shaft just distal to the strain relief. This kink is likely due to the return shipping of the device for evaluation. There was a separation on the crimp balloon. A kink was present on the guidewire shaft. There were gouges present on the flex tip, indicating that valve alignment was attempted. No other abnormalities were observed on the balloon or delivery system. No functional testing was able to be performed due to the condition of the returned device (balloon separation). The complaint for balloon tear was confirmed visually. Double wall thickness measurements were taken on the crimp balloon along the balloon separation and the measurements meet the double wall thickness specification. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. A review of complaint data for april 2016 revealed that the complaint rate did not exceed control limits for this trend categories (commander - damage). No IFU/training manual deficiencies were identified. The complaint for torn balloon was confirmed, but no manufacturing non-conformances were identified. Dimensional inspection of the crimp balloon revealed that the balloon wall thickness was within specification. Furthermore, review of available information (complaint history, lot history, and DHR review) was unable to identify any manufacturing non-conformances. Imagery for the valve alignment procedure was not provided, so the condition of the vasculature at the point of alignment could not be assessed. The cer states that the aorta was very tortuous. As a result, it is possible that valve alignment may have been performed in a non-straight section of the aorta. Valve alignment in a tortuous section of the aorta, where the delivery system is at an angle can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip). This may cause part of the crimped valve to slide into the flex tip lumen (¿diving¿). If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. An engineering study was previously performed to confirm this condition and was able to recreate high enough forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in questions. Therefore, patient and procedural factors may have contributed to the complaint. During inflation balloon manufacturing, the balloon was inspected for fish eyes, crow¿s feet, and contamination. The balloon wall thickness was also 100% inspected. During crimp balloon manufacturing, the crimp balloon was 100% inspected for foreign matter, fish eyes, and gel spots. Crimp balloons were also 100% dimensionally inspected for length, ID, and double wall thickness. During manufacturing, the delivery system underwent 100% leak tested before final quality inspection and the inflation and crimp balloons were inspected for distorted/pinched folds. During the inspection, the balloon cover is removed as needed and replaced after inspection. Balloon burst pressure testing is performed on finished devices and met specification. Balloon tensile testing (for the bond between the inflation balloon and crimp balloon) is performed on finished devices and met specification. These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Due to the high criticality level for this failure mode, a pra was previously initiated for risk assessment. The complaint for torn balloon was confirmed, but no manufacturing non-conformities were found in the returned sample. Due to the high criticality level for this failure mode, a pra was initiated for risk assessment and considered for potential for further escalation.